Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was implanted deeper within the same pocket.

Event description:
Additional follow-up revealed the issue resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced soreness at the ipg site due to the device has migrated and is tilted underneath the skin. Reportedly, the issue was confirmed by x-rays. As a result, surgical intervention may be undertaken as the next course of action.